Manufacturer narrative:
Patient city: (B)(6) patient country: turkey.

Event description:
Reference number (B)(4) event occurred in turkey. It was reported that the patient experienced a bent cannula, which caused an occlusion event on (B)(6) 2026. The infusion set had been in use for a few hours. No further information available.